Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was confirmed. The product returned for evaluation was a one 22 ga x 0.75 in safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent at the needle shaft the following observations were noted during the sample evaluation: the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access the needle tip was barbed suggesting contact between the needle and port base an attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample h3 other text : evaluation findings in section h.11.

Event description:
It was reported that when the device was punctured the center of the port body, the needle was bent and could not be punctured. No strong force was applied when the needle was punctured. Another needle was used to complete. There was no reported patient injury. 09/06/2023 - the returned needle exhibited a bend at the needle shaft.